Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide was found to be broken. The broken piece was not returned. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. The crack propagated until the waveguide fractured. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy and endometriosis, the clamp failed, the generator and battery were replaced and the problem remained. The clamp was changed. Nothing completely disengaged from the device and nothing fell into patient cavity. There was no patient injury. Medtronic's initial evaluation of the incident device found that the tip of the waveguide had fractured and disengaged. The broken piece was not returned.